Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unknown.

Event description:
Customer reported that omegaven tubing broke between the blue filament piece that sits in the top of the pump and the blue safety clamp that is inserted into pump. Patient was holding tubing in his hand. No patient harm reported for this event. Customer stated no additional patient/event information will be provided.